Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump off message on the system monitor was confirmed via submitted images. Review of the customer submitted photo revealed a pump off and low flow message on the system monitor. Of note, the pump speed and pump flow were operating at the expected revolutions per minute (rpm) and liters per minute (lpm). Data from relevant dates of (B)(6) 2025 was reviewed in the submitted controller log files. All of the captured data appeared to show the system operating as intended. No pump off or low flow alarms were active in the log files. The heartmate system monitor (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that the system monitor was not rebooted before use and no new issues have been observed. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed." Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 IFU under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. Heartmate 3 IFU section f entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that although the system monitor functioned normally after the reboot the customer still had concerns about its operation in the future.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized in ward and experienced a pump off message on the system monitor at around 23:00 on (B)(6) 2025 but no active sound alarm was noted. Log files did not contain any unusual events. The information displayed on the system monitor did not correspond with the data recorded by the system controller. The data indicated that motor function had not been affected. The recorded data indicated that the equipment was operating as intended. It was recommended to reboot the system monitor and continue to monitor the patient.